Manufacturer narrative:
On february 8, 2021, mentor received additional information regarding what the patient experienced. Per the operative report of their explantation surgery, the patient was diagnosed with grade iii capsular contracture and hypertrophic scarring breasts. Along with the bilateral removal and replacement, the patient also underwent bilateral capsulectomy and breast scar revision on (B)(6) 2020. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 11, 2020, mentor became aware that the patient also suffered capsular contracture on the right breast. On (B)(6) 2020, mentor became aware that the right breast capsular contracture was a baker grade ii and the left breast capsular contracture was a baker grade iii. In addition, mentor also became aware that both the suspect medical devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 23, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 375cc mentor memorygel breast implants on (B)(6) 2019, experienced several complications four months post implantation surgery. The patient's breasts were reported to look weird, with one breast looking different than the other, however her implanting doctor said it looked fine and looked really good. There were puffy pockets on the side of the breast, the patient felt like (B)(6) wife, and the breast looked hideous. In addition, one looked like a torpedo, like crap, one looked like a hard rock and "profanity" according to the patient's boyfriend. A year later, the breasts still did not look good and a new doctor diagnosed a left breast capsular contracture (baker grade unknown). As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9458662 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9450850 sn: (B)(4). This medwatch form is for the right breast prosthesis.